Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, into the patients left eye (os) on (B)(6) 2024. The problem was resolved but the patient had glare. The reporter indicated the glare had subsided more than a week after surgery. The lens remained implanted. See MFR. Report # 2023826-2024-02033 for initial lens. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)